Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; one of the connector tabs is damaged; the connector was unable to be connected to the device coupler board and hene laser fixture. Probable root cause: based on the product analysis results, the probable root cause of the failure is: user error.

Event description:
It was reported that during a prostate procedure, the fiber was not recognized by the laser. The procedure was completed with an alternate procedure (turp). "No injuries" reported.